Event description:
On (B)(6) 2012, fuhrman cath was placed for parapneumonic effusion at approx 10:00 a.m. At 11:00 a.m, a cxr confirmed placement. On (B)(6) 2012, at approx 1300 p.m, the physician and bedside nurse went to the bedside to remove the fuhrman cath. It was noted when the dressing was removed that the catheter was not connected to the hub of the catheter. A CT chest was done and it was noted that the cath was in the right chest wall. The pt went to surgery to have the catheter removed. In pathology, it was noted that the catheter came out from inside the gray hub of the catheter indicating that this was a defect in the catheter. This is considered a sentinel event. The outcome of the pt was satisfactory and the pt was discharged home stable.